Manufacturer narrative:
Unit 1 - customer report was not confirmed. Rec'd (1) single dpt - vamp plus kit. Dpt zeroed and sensed pressure accurately. Pressure readings were also stable during testing. Pressure did not show any drift during testing for 8 hours (initial pressure = 154mmhg, final pressure = 154mmhg). Electrical testing showed that both input impedance (2250 ohms) and output impedance (301 ohms) met specifications. No visible defect was found at dpt cable connector (cavity #23). Unit 2 - customer report was not confirmed. Rec'd (1) single dpt - vamp plus kit. Dpt zeroed and sensed pressure accurately. Pressure readings were also stable during testing. Pressure did not show any drift during testing for 8 hours (initial pressure = 153mmhg, final pressure = 153mmhg). Electrical testing showed that both input impedance (2155 ohms) and output impedance (297 ohms) met specifications. No visible defect was found at dpt cable connector (cavity #34). Unit 3 - customer report was not confirmed. Rec'd (1) single dpt - vamp plus kit. Dpt zeroed and sensed pressure accurately. Pressure readings were also stable during testing. Pressure did not show any drift during testing for 8 hours (initial pressure = 157mmhg, final pressure = 157mmhg). Electrical testing showed that both input impedance (2226 ohms) and output impedance (300 ohms) met specifications. No visible defect was found at dpt cable connector (cavity #26). Unit 4 - customer report was not confirmed. Rec'd (1) single dpt - vamp plus kit. Dpt zeroed and sensed pressure accurately. Pressure readings were also stable during testing. Pressure did not show any drift during testing for 8 hours (initial pressure = 159 mmhg, final pressure = 159 mmhg). Electrical testing showed that both input impedance (2219 ohms) and output impedance (300 ohms) met specifications. No visible defect was found at dpt cable connector (cavity #25). Unit 5 - customer report was not confirmed. Rec'd (1) single dpt - vamp plus kit. Dpt zeroed and sensed pressure accurately. Pressure readings were also stable during testing. Pressure did not show any drift during testing for 8 hours (initial pressure = 156 mmhg, final pressure = 156 mmhg). Electrical testing showed that both input impedance (2104 ohms) and output impedance (300 ohms) met specifications. No visible defect was found at dpt cable connector (cavity #25).

Event description:
As per the report: "customer reports that during some months, they every now and then have dpt.s that does not show correct blood pressure. They compare with non invasive bp and it is often a huge difference. It is only happening when patients are having a very high bp. They use the sets correctly, according to themselves. You will find the same problem with the same code, but from different lot numbers. The customer is not sure of the event date, the he/she stated: "various dates during some months".